Event description:
Report received of a clear cath separating at the hub. The pre-operative nurse was able to access the pt's vein without difficulty. The pre-operative IV fluid of lactated ringers was initiated. The nurse then noticed that both IV fluid and blood were leaking from the pt's IV site. The nurse went to remove the catheter when the hub separated from the catheter. The nurse was still able to visualize the catheter and pulled it out, fully intact. There was a small amount of blood loss. There was no report of adverse pt effects.